Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 955 mg/dl. It was stated that the customer had a bent cannula when the infusion set was removed. It was stated that the customer had an ulcer and was vomiting. It was also stated that the customer had pneumonia, ketones, high fever and yeast in his esophagus. The caller also stated that she made changes to the basal rates, and needed to know what the original settings were. Advised the caller that the original settings would need to be obtained through the customer's hcp. Advised the caller to call back for troubleshooting at her convenience. Nothing further was reported.